Manufacturer narrative:
One fluid warming set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the pre-use check, leakage of fluid was observed. There was no patient injury reported.

Manufacturer narrative:
One fluid warming set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the pre-use check, leakage of fluid was observed. There was no patient injury reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no discrepancies nor other workmanship defects were detected. Functional testing found no leaks were detected; sample successfully passed the leak test. Device passed all functional testing. No problem found.